Manufacturer narrative:
The proximal inlet connector of the returned valve was cracked and contained surface markings consistent with damage caused by improper handling with surgical instruments. The instructions for use that accompanies the device caution that the improper use of instruments in the handling of implantation of shunt products may result in the cutting, slitting or crushing of components. The valve was patent, and met the requirements for leak and siphon testing. However, it did not meet the requirements for reflux, pressure-flow, or preimplantation testing due to the presence of proteinaceous debris within the valve. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. A review of the manufacturing records showed no anomalies. All valves are 100% inspected and tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the valve was defective in that the valve¿s connector tore a hole in a catheter when attempting to join the two devices during the procedure. According to the report, there was no impact to the patient as a result of the event.